Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) to allege that the patient¿s onetouch ping meter had a meter memory issue causing the meter to display incorrect results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable to say when the meter started to read inaccurately and no results were provided. The patient manages his diabetes with insulin pump therapy and adjusts his doses accordingly. The reporter was unable or unwilling to say whether the patient made any changes to his usual diabetes management routine as a result of the alleged issue. She denied that the patient had experienced any symptoms after obtaining the alleged inaccurate results. She reported that ¿in the last 3 months¿, during a doctor¿s office visit, the patient had obtained advice from a healthcare professional (hcp) to ¿get a new meter to recalibrate for a higher amount of carbs¿. The reporter also claimed that the patient obtained a laboratory a1c result of ¿10.7 mmol/l¿ at 10:20am on (B)(6) 2016. During troubleshooting, the cca established that the meter was not being used for the first time and there was no misuse of the product. The cca walked the reporter through resolving the issue but the issue remained unresolved. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.